Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose values increased up to 500 mg/dl [blood glucose increased]. Pen doses inaccurate [device delivery system issue]. Distance between rubber piston and piston rod [device issue]. Case description: this serious spontaneous case from germany was reported by a pharmacist as "blood glucose values increased up to 500 mg/dl(blood glucose increased)" with an unspecified onset date, "pen doses inaccurate(inaccurate delivery by device)" with an unspecified onset date, "distance between rubber piston and piston rod(device component detached)" with an unspecified onset date, and concerned a male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy". Patient's height, weight and body mass index (bmi) were not reported. Medical history was not provided. On an unknown date it was reported that novopen 6 was defective and it doses inaccurately and there was distance between rubber piston and piston rod. Patient's blood glucose values increased since 2-3 weeks and was reported as up to 500 mg/dl. Batch number for novopen 6: lvg4m30. The outcome for the event "blood glucose values increased up to 500 mg/dl(blood glucose increased)" was not reported. The outcome for the event "pen doses inaccurate(inaccurate delivery by device)" was not reported. The outcome for the event "distance between rubber piston and piston rod(device component detached)" was not reported. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: "this report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigation results: name: novopen 6, batch number: lvg4m30 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and no distance between rubber stopper and piston rod was observed. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. During examination of the product, no irregularities related to the complaint were detected. Since last submission, case was updated with the following: investigation results updated. Imdrf codes updated. Narrative has been updated accordingly. Final manufacturer's comment: 30-nov-2023: the suspected device novopen 6 has been returned to novo nordisk and investigation of the device showed that it was working in accordance to specifications. Since no faults were found on the returned device and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of blood glucose increased. H3 continued: evaluation summary name: novopen 6, batch number: lvg4m30 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and no distance between rubber stopper and piston rod was observed. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. During examination of the product, no irregularities related to the complaint were detected.